Manufacturer narrative:
Analysis reports the insulin pump was received with cracked case at display window corners, display window and battery tube threads. The pump had a minor scratched on the display window and stripped battery cap coin slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracks near the battery compartment on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.